Manufacturer narrative:
Investigation pending.

Event description:
Patient self tester's facility reported discrepant results between the meter and the lab: (B)(6) 10, inratio: 1.4, lab: 2.3 (done <30 minutes apart). Unk, inratio: 1.4. Unk, lab: 2.1. Patient self tester's target therapeutic range is 2.0-3.0.